Event description:
It was reported the patient received the following results within 10 minutes: 258 mg/dl (system 1) and 118 mg/dl (system 2). The same test strip lot number was used for both meters and results.